Manufacturer narrative:
Continued h.6. Health effect - impact codes: f1901. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: (B)(6). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the left eye. The patient had high intraocular pressures of 20, 31, and 19 at post-op day 1, post-op week 1, and post-op weeks 2-3 respectively. The intraocular pressures were treated with up to 3 glaucoma medications. The patient would have a xen obstruction by the iris that was relieved with a laser procedure. Patient would also have rebound iritis at an unspecified time that was treated with durezol. The durezol was ultimately stopped at post op month 5. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.